Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Consumer stated that patient felt stim yesterday after implant but not on the day of this call while therapy was noted on. The patient indicated did not feel stimulation in the correct location. The consumer increased from 1.9 to 4.8 and still patient felt nothing. Patient services had patient decrease it back to 1.9. The patient reported the loss of stimulation was sudden. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.